Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer inserted 2 sensors in a row and got a no sensor signal. When the customer removed the sensors, the electrodes were not straight and one was missing. Customer stated that the serter is very old. Customer was advised that the sensors and serter will be replaced.